Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the leakage/water invasion could not be identified. The event can be detected/prevented by following the instructions for use which state: - perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. - when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. - if insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury. - if the distal end of an endotherapy accessory is not visible in the endoscopic image, do not open the distal end or extend the needle of the endotherapy accessory. This could cause patient injury, bleeding, perforation, and/or equipment damage. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that the device yielded no image and only a black screen. This is attributed to electrical continuity due to water invasion into the connectors. Once the device was aerated and dried, a blurry image was restored to the device. Other observations for the device: leakage from instrument channel; distal end plastic cover has crack and a chip; distal end rubber coating (a-rubber) has pinhole; adhesive of a-rubber has crack; switches worked only after aeration; water invasion in bending section and control body; charge couple device (ccd) shrink tube has a cut; dent in insertion tube; grinding of control knob; and peeling of scope connector and production label. Customer issue of connection error was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of a connection error issue. There is no harm to any patient. Upon evaluation of the returned device, it was observed that the device yielded no image and only a black screen. This is attributed to electrical continuity due to water invasion into the connectors. This medwatch is being submitted for the reportable issue of no image as observed during device evaluation.